Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr clip was implanted, reducing mr to 2; however post deployment, it looked like the clip had shifted a bit and the mr had increased back to 4. It was noted the clip possibly detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted next to the first clip, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.